Event description:
Additional information was received via a company representative. The patient¿s weight at the time of the event was 60.4 kg. No further diagnostic testing was performed. It was indicated that the issue was only picked up as part of a routine baclofen top up. No further actions to resolve the issue were planned or taken. Resolution of the issue / mental confusion / baclofen withdrawal was yet to be determined; however, it was further noted that the patient was stable at this point in time. The pump would not be returned as it remained implanted and still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal with concentration 2000 mcg/ml at a dose rate of 310.7 mcg/day via an implantable pump. It was reported that a 40 ml synchromed ii pump was implanted into the patient. The attending physician routinely only refills 20ml of baclofen during top ups, but the pump was incorrectly configured to be filled to 40ml. A wrong follow up appointment date was consequently given to the patient. The issue was only detected on (B)(6) 2021. It was further reported that the expected reservoir volume was 10.7m; however, they attempted to withdraw drug but to no avail. A check in the (B)(6) top up report led them to believe that the pump might have been running empty for the last 2 months. Per a log provided, the pump was previously last updated on (B)(6) 2021; changes made included one update to the reservoir volume regarding refill and adjustment session workflow. A 20ml volume at the prescribed rate would have had only lasted 4 months. Patient had to be seen recently by psychiatry for mental confusion, which could suggest baclofen withdrawal. Regarding factors that may have led or contributed to the issue, it was indicated that the pump was incorrectly entered to have 40 ml top up in the last report when it should have been 20 ml. They were questioning if a pump alarm would sound when physically empty or programmed empty. It was being considered that unfortunately incorrect programming with regards to the reservoir volume would not be picked up by the pump itself and could only be detected based on the patient¿s symptoms. It was reviewed that since the pump was incorrectly programmed, the device would think that the reservoir was still filled with 10.7 ml, which would be greater than the low reservoir alarm of 2.0 ml, and therefore no alarm would sound. Actions taken to resolve the issue was baclofen top up was done. The dose was reduced to 100.1 mcg/day. It was unknown if the issue was resolved as of (B)(6) 2021. No surgical intervention was planned. The patient¿s weight at the time of the event and medical history were unknown.